Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient continued to have backup battery alarms despite multiple replacements. A review of the log file revealed emergency backup battery (ebb) faults due to the ebb failing the load test. Since this was an ongoing issue, a controller replacement was recommended. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery alarms was confirmed via log file analysis. A review of the submitted log file contained data spanning approximately 3 days (13jul22 ¿ 15jul22 per timestamp). The backup battery fault alarm activated on 15jul22 at 4:13:20 due to a backup battery load test failure. The alarm was active until the end of the log file. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarm did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use, rev. C, section 2 - "system operations" explains how to replace the system controller and how to replace the system controller backup battery. Section 5 - ¿surgical procedures¿, also explains how to install the backup battery in the system controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.